Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the two threads broke. New suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. The visual inspection of the open sample noted one suture and one needle. The needle was observed to be attached to the suture. The retainer was inspected with no abnormalities. The visual inspection and functional evaluation of the sealed samples had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.